Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis with a blood glucose value over 800 mg/dl. Patient stated that she had not been feeling well two days prior to the hospitalization. Patient's sister found her unresponsive and took her to the hospital. Health care provider stated that patient may have experienced a minor heart attack. Troubleshooting was performed, and the insulin pump failed the high pressure test. Advised patient the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that they device is operating within specifications.